Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: mps (B)(6) reported j6 encoder error and highly inaccurate cuts. As per the mps: "the tibial surface and peg holes were the inaccurate cuts and they were about 5mm's off target. Sorry, no xrays, the are password protected and I do not have access". Device evaluation and results: per (B)(4): inspected the j6 glass encoder scale. Cleaned an abnormal amount of dust from the j6 glass encoder. Performed verification testing to confirm the issue was resolved. System investigation completed successfully as per service manual. All system checks and tests passed. Product history review: a review of device history records shows that on 12/06/2010, 1 device was inspected and 1 device was placed on: npr 10-10-0113, npr 10-11-0037, npr 10-11-0053, npr 10-11-0100, npr 10-12-0008, npr 10-11-0060, npr 10-11-0012, npr 10-11-0039, npr 10-10-0001, npr 10-10-0037, npr 10-10-0139, npr 10-11-0040, npr 10-11-0075, npr 10-10-0050. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 203486 shows 4 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Case number: (B)(4), mps (B)(6) reported j6 encoder error and highly inaccurate cuts. Case type: pka. Update: less than 30min delay. As per the mps: "the tibial surface and peg holes were the inaccurate cuts and they were about 5mm's off target. Sorry, no xrays, the are password protected and I do not have access".

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4), mps william craig reported j6 encoder error and highly inaccurate cuts. Case type: pka. Update: less than 30min delay. As per the mps: "the tibial surface and peg holes were the inaccurate cuts and they were about 5mm's off target. Sorry, no xrays, the are password protected and I do not have access".